Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a primary trauma surgery had been performed on the patient's left hindfoot on (B)(6) 2012, in which a hfn 11.5mm x 16cm left nail was implanted along with four screws placed across the proximal tibial (x2), distal transverse (x1) and distal posteroanterior (x1) region to treat a primary arthritis of ankle & subtalar joints, the patient experienced a fracture of the distal posteroanterior and transverse screws, along with a lateral superficial wound dehiscence. The patient was referred ot a wound clinic. A complete fusion of the ankle and the subtalar joint was confirmed by x-ray assesment 3 months postoperatively. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.